Manufacturer narrative:
Product analysis: visually, the pouch was open from 3 of 4 sides when returned. The open pouch contained a size 7 emg tube. There was no damage noted in the construction of the device. There were no traces of contamination found on the device. Functionally, a syringe was used to inject 20cc of air into the cuff and the cuff inflated/deflated with no issues. For further analysis, the cuff was inflated again and submerged under the water for leak observation and there was no leak found. Same as the cuff, the inflation assembly was also submerged under the water for leak observation and found no leakage. There was no cuff or inflation assembly leakage found during the device analysis. A review of the global complaint data showed two similar complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the thyroid surgery, the anesthesiologist inflated the cuff and found air leakage, so hcp replaced the e ndotracheal tube. There was no patient impact.